Manufacturer narrative:
(B)(4). The affected device has been received and the evaluation is pending. A follow up report will be submitted once the evaluation has been completed.

Event description:
Received e-mail stating, "the tubing in one of these sets separated from the pressure sensing disc during a pt transport, there was no pull or tension applied to the line." There was no report of pt harm or medical intervention. Although requested, no further pt or event information has been provided.